Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had non-sustained right ventricular oversensing episode, which appeared to be lead noises on the ventricular sense amp. It was also noted that the implantable cardioverter defibrillator had far r-wave oversensing, that was causing inappropriate automatic mode switching episode. Programming changes were discussed; however, no intervention was made. The patient was asymptomatic.